Event description:
A report was received that the pt underwent a lead revision to reconnect the pt's lead to her ipg. The day that the pt was implanted, she sustained a non device related fall while in the hospital. The pt reported that she was receiving adequate stimulation and during a f/u visit to fluoroscopy revealed that the pt's lead was no longer connected to the ipg. During the revision, the physician replaced the paddle lead due to accidentally slicing it. After the procedure, the pt was reportedly doing well.